Manufacturer narrative:
The instructions for use (IFU) contains the following: "the trinica anterior lumbar plate system is a temporary supplemental fixation device, and provides temporary stabilization and augments the development of a solid spinal fusion. Breakage of components is a possible adverse effect. After healing occurs the devices must be removed to avoid possible complications."

Event description:
Original surgery date was in 2007. Trinica alp 41x 42mm plate and 4 screws inserted at l4/5. During the next seven months, office visit x-rays revealed two broken screws at l4, approx. 5mm from the plate interface. The pt successfully achieved fusion at l4/5 and is not experiencing pain. The screws still have good bone purchase and the surgeon has no plans for revision surgery at this time.